Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil and ancillary trocar not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was received fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no ancillary trocar or anvil were received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was difficulty inserting and removing the plastic trocar. There was also difficulty removing the anvil from the metal trocar in the stapler. Much more force than normal was used. They finally had to get another stapler to complete the procedure. No patient impact reported.